Event description:
Dealer states he is getting a left brake fault .

Manufacturer narrative:
The device was evaluated by the returns department which found that the motor operates properly during bench test, wiggled wires and brake cam with no failure, gearbox operates properly during bench test.

Event description:
Dealer states he is getting a left brake fault .

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.